Event description:
It was reported that the patient's drug information was incorrectly entered into the clinician programmer at her last refill. There was 500mcg/ml of drug in the pump, but the programming was done for 2000mcg/ml. It was stated that "they were then putting 2000mcg/ml of drug in the pump and adjusting the dose." Another reporter was advised on how to safely adjust the dose via clinician programmer. The drug used in the system was gablofen, but was formerly compounded baclofen. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8840, serial # unknown, product type programmer, physician; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8590-9, lot # n322034, implanted: (B)(6) 2012, product type accessory; product ID 8590-1, lot # n279992, implanted: (B)(6) 2011, product type accessory. (B)(4).